Event description:
Boston scientific received information that, during a recent follow-up, this right atrial (ra) lead and associated right ventricular (rv) lead displayed a change in impedance measurements, and the patient was syncopal. A fluoroscopy was performed, which revealed this ra lead and associated rv lead had insulation damage. The decision was made to replace both leads. During the revision procedure it was noted this ra lead was not capturing. Once the new rv and ra leads were implanted all parameters were normal and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead was abandoned surgically due to not being able to remove the entire lead. The explanted portion of this ra lead will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.